Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the force bipolar instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigations found the primary finding of conductor wire broken to be related to the customer reported complaint. The instrument was found to have the conductor wire from each side of the jaw broken off. A piece approximately .815" was broken off and was not returned with the instrument. Additionally, the instrument was found to have thermal damage on the grip tip.

Event description:
It was reported that prior to a da vinci-assisted surgical procedure, the customer observed a cut on the wire at the distal end of the force bipolar instrument. The device was not used on the patient. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report. This complaint will be classified based on the provided information at this time.